Event description:
It is reported that the pt was inserted a PICC line for breast cancer chemotherapy on (B)(6) 2012. On (B)(6) 2012, when the nurse pull out of the catheter, she didn't feel any resistance and it broke into two pieces, with the help of ir, they finally pick up the broken part and they want us to evaluate about the product.

Manufacturer narrative:
The complaint of catheter breakage is confirmed, user related. The characteristics of the damage found on the returned catheter are consistent with a tensile break. The (B)(6) 2012, the nurse didn't feel any resistance and it broke into two pieces." The break in the catheter is located between the 32 and 33 cm depth markers. It can be assumed a moderate amount of tension had been applied to the catheter during removal. No other complications with this device are known. This implies the device functioned as designed until the complaint incident occurred. It is possible a venous spasm occurred during removal. This is a complication related to mechanical irritation of the vessel wall. The venous spasm may have been intense, especially during removal of the catheter, when local irritation to the vessel wall is most pronounced. Gross visual and microscopic examinations, functional and tactual testing shows no evidence of a defect or deformity related to the manufacturing process. A lot history review (lhr) of revj1548 showed no other similar product complaint(s) from this lot number.